Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the physician was repositioning the lead and was unable to unscrew the helix. In addition, there was difficulty with fixation of the helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix partially retracted. There is blood in the distal conductor at 1.5 cm that is locking up the distal conductor not allowing the helix to extend or retract. If information is provided in the future, a supplemental report will be issued.